Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported that during an unspecified procedure using a torcon nb advantage angiographic catheter, the hub separated from the catheter. Additionally, it was reported that their (the end user's) auto injector was not set to accommodate the 1200 psi requirement in the IFU. This was reported by the reporter as a user error and not a catheter malfunction. At the time of this report, additional information has been requested but not yet received.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, documentation, specifications and quality control of the device was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The site reported that the "auto injector was not set to accommodate the 1200 psi requirement in the IFU". Based on the information provided the most likely root cause may be related to product use or handling and failure to follow labeled instructions. Per the quality engineering risk assessment no further action is required we will continue to monitor for similar complaints.